Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device unavailable for return.

Event description:
As reported (B)(6) 2016, a (B)(6) patient presented for an endovenous laser procedure. The procedure was successfully completed no report of complications or device malfunctions. On (B)(6) 2016, surgeon submitted the following report regarding an incident involving a patient that underwent an evlt procedure. The laser used was: venacure laser unit s/n (B)(4) with settings: power -8 watts; length - 50cm; total joules - 4361; joules per cm - 87.27; duration - 545 secs. Fiber used was: nevertouch fibre cat. - 11403101, -4719744. The surgeon wrote: (B)(6) 2016: patient underwent an evlt procedure of the left lsv using the venacure evlt equipment (with a nevertouch fiber recognition system (frs) kits) with an overall fluency of 87.22 joules/cm. The fiber lot number was 4719744 and catalogue number 11403101. This procedure was uneventful with an immediate intraoperative venous scan of his femoral and external iliac veins showing that they were both patent. The lsv did appear completely ablated. He was encouraged to wear above the knee jobs stockings for at least one week and to walk daily for a least 1-2 hours. On (B)(6) 2016: he re-presented for a routine follow up and had some tenderness on the prominent varix and along the long saphenous vein, which were related to the thrombosis of the entire incompetent long saphenous vein as the duplex scan demonstrated a patent cfv and ei v and popliteal vein. On (B)(6) 2016: the patient re-presented with evidence of swelling of the left leg and pain below the left groin after a lengthy day at work. A CT angiogram shows normal caliber and perfusion of the lower limb arterial tree. There was evidence of superficial thrombophlebitis of the left great saphenous vein which extends into deep venous thrombosis of the left external iliac, left common femoral and left superficial femoral vein. The duplex scan demonstrated a proximal dvt (non-occlusive thrombus of the popliteal vein with occlusive thrombus of the cfv and femoral vein. The patient was provided medical treatment and was later reported to have had the dvt resolved. It was reported the disposable device is not available for return to the manufacturer for a device evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported device was not returned, angiodynamics was unable to perform a device evaluation. Based on the information provided, the reported incident of a patient experiencing thrombus post procedure is confirmed. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Based on information provided there was no device malfunction, a definitive root cause cannot be determined however, thrombosis is recognized as a potential complication of evlt procedures.it was reported that the dvt was treated with therapy, oral anticoagulation therapy, thrombectomy and veinous stenting. The event was resolved. The instructions for use, which is supplied to the end user with this catalog number states, "the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, skin burns and pain." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).